Event description:
The pt reported that she underwent cataract surgery with placement, the crystalens in her left eye in 2007. Four weeks later, the lens vaulted. The pt was told by her physician that her zonules were weak, due to history of an automobile accident (traumatic cataract). Postoperatively, the pt underwent placement of a capsular tension ring. Immediately after this procedure, the iol vaulted a second time. The pt then sought treatment with another ophthalmologist who enlarged the anterior capsule, cleaned the capsule, and placed the original crystalens back in the bag. The patient is now complaining of poor near visual acuity. No additional information is available as the patient has not provided permission to discuss the case with the implanting physician.